Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 400 mg/dl. The current blood glucose was 450 mg/dl. Customer had a medical procedure at the doctor¿s office and left his blood glucose go to about 150 mg/dl. After finishing the procedure it was 170 mg/dl and then started to rise throughout the out the day and last night it got to 400 mg/dl. He got up this morning he changed his reservoir and tubing. Customer treated for high blood glucose with bolus through pump and injection. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer did not want to go through troubleshoot further. The insulin pump passed displacement test and alarmed no reservoir. Assisted with 5.0 units test and only one single drop came out. The insulin pump will not be returned for analysis.